Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported that the anchor broke upon insertion. The anchor was allegedly removed and replaced with same product.